Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm approximately 3 weeks ago. The aneurysm tapered down to 16 or 17 mm. It was reported that the unsupported stent area on the ipsilateral side of the bifurcated stent graft kinked during the attempt to place the contralateral leg. The cause of the kink may be due to either the contralateral stump leg crossing over the ipsilateral leg during attempts to place contralateral leg or due to the tapering down of the aneurysm in that area to 16 or 17 mm. There was also a proximal type 1 endoleak noted. A bare metal stent was placed in the unsupported stent area and resolved the kink after which the proximal portion of the stent graft was ballooned several times with a reliant balloon and resolved the type 1 endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation codes, results: conclusion: (tapering down of the aneurysm in to 16 or 17 mm).